Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during the set up for an unknown procedure, when connecting the werewolf coblation wand to the patient, the product caused small shocks. Surgery was resumed, after a non-significant surgical delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. Product was out of the original packaging. No packaging returned. The data extracted revealed that the wand was activated previously. No error recorded. A functional evaluation revealed the wand was able to generate plasma and coagulation as intended. No small shocks, coag and ablate were consistent. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The locations of the shocks are unknown, and it is unknown if the patient required any type of treatment for the shocks. It was communicated via e-mail that the patient is ¿ok.¿ should any additional clinical information be provided, this complaint will be re-evaluated. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.